Event description:
It was reported that the pt had a mastopexy during 2001. Wound dehiscence and surgical wound site infection was noted 3 to 4 weeks post op. Physician performed a debridement of the wound. The pt has recovered.